Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio2 = 4.6, 3.5, 6.8, 6.3. Patient self tester's therapeutic range: unknown. Patient was milking finger after the finger stick and unable to obtain sufficient blood sample.

Manufacturer narrative:
Investigation pending.